Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. The threads were confirmed to be deformed and the cause was determined to be cross-threading due to misalignment of the blocker with the mating screw. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for this event. Reference report 3003853072-2016-00159.

Event description:
It was reported that the threads were damaged on two blockers during final tightening. They blockers were removed and replaced. There were no reports of patient injury associated with this event.